Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.94 volts one year post implant. The clinician was concerned that the battery was depleting too quicky. A boston scientific technical services consultant discussed sending in a device memory disk for analysis.